Event description:
It was reported that during device preparation, when the technician inflated the balloons, tiny punctures in the balloon were observed and was leaking. The balloons would not stay inflated. There was no patient injury. The product was returned for evaluation. The balloon was found to be ruptured. The latex edges did not appear to match at the ruptured location.

Manufacturer narrative:
One 12tlw805f35 fogarty catheter was returned for evaluation. The customers report of leaking was confirmed. The balloon was found to be ruptured. The latex edges did not appear to match at the ruptured location. The through lumen was patent without any leakage or occlusion. There was no other visible damage or abnormality observed from the catheter body or windings. Engineering task assigned for further investigation. The lot number was not available, therefore, a device history record review could not be completed. Per the IFU balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.